Manufacturer narrative:
Per customer, maintenance was done on the blade in (B)(4) 2013 and they change the wick every two weeks. Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the cap piercer vacuum line was clogged which caused overflow of the fluid onto sample collection caps. The clog was cleared from line #118 and line #180 to hydro. After service completion, the fse verified the cap piercer performance. Failure mode was an obstructed line #118 and line #180. (B)(4).

Event description:
A customer reported to beckman coulter that the unicel dxc 600i synchron access clinical system was leaking at the cap piercer. The leak was contained within the instrument. The customer indicated that they received probe obstruction error messages prior to discovering the leak. The customer observed fluid on top of the sample collection tubes. A review of information associated with this event confirms multiple error messages were generated by the instrument which includes the following: "autoloader motion error", "cartridge chemistries (cc) sample probe motion error or timeout", and "obstruction detected message". No exposure or injury due to the leak was reported. No patient samples had been run on the instrument at the time of this incident, therefore no erroneous results were generated.